Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the transfer set and titanium adapter. When attempting to connect the two devices, the mating parts kept turning and would not properly engage. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with no issues noted. A connection test and dimensional inspection were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.